Event description:
My wife's pulsar max ii model 1280 guidant pacemaker is not on the recall list - but it has failed after less then 3.5 yrs. I am trying to get guidant to reveal the manufactured date, but all they will give me is the implant date and that is not on the recall list. I think they should be compelled to provide the manufactured date so I can be sure it is not covered by their recall, and why did it fail so quickly?